Event description:
It was reported that the plunger not in place. No patient injury as reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in good condition with no appearance of physical damage. During syringe testing, the reported problem was duplicated. The root cause of the reported issue was found to be the plunger board was misaligned and broken off from glue, otherwise no physical damage was found on plunger board. Replaced plunger board. Performed occlusion testing and all functional testing which passed.